Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: block b5

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip would not close following the deployment failure. The procedure was completed with another resolution clip device. It was also noted that the sheath was attempted to be completely removed prior to the procedure. There were no patient complications reported as a result of this event. ***correction*** it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip would not close following the deployment failure. The procedure was completed with another resolution clip device. It was also noted that the customer withdrew the over-sheath of the device prior to the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip would not close following the deployment failure. The procedure was completed with another resolution clip device. It was also noted that the sheath was attempted to be completely removed prior to the procedure. There were no patient complications reported as a result of this event.